Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator would not go in the sheath, there was a lot of resistance like something was blocking it, and the white valve at the back of the sheath broke off when the dilator was inserted. The white hemostatic valve at the back of the sheath was too tight and wouldn¿t let the dilator pass into the sheath, almost like it tore away from the outer boarder of the sheath. The scrub technician said it felt like there was something obstructing the entrance of the dilator into the sheath body. The dilator then became bent. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. The procedure was successfully completed the carto 3 system was operating per specification and was not responsible for the product issue. The sheath was been determined to be the root cause. The issue was discovered prior to the case being started and the sheath was never inserted into the patient¿s body, therefore, there was no patient consequence. On january 25, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the hemostatic valve was flipped sideways.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator would not go in the sheath, there was a lot of resistance like something was blocking it, and the white valve at the back of the sheath broke off when the dilator was inserted. The white hemostatic valve at the back of the sheath was too tight and wouldn¿t let the dilator pass into the sheath, almost like it tore away from the outer boarder of the sheath. The scrub technician said it felt like there was something obstructing the entrance of the dilator into the sheath body. The dilator then became bent. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. The procedure was successfully completed. The issue was discovered prior to the case being started and the sheath was never inserted into the patient¿s body, therefore, there was no patient consequence. Upon initial visual inspection, it was noted that the hemostatic valve was flipped sideways. After second visual analysis, it revealed that hemostatic valve was pushed into the hub. The friction ring remained in place and no damage was observed. A manufacturing record evaluation was performed for the finished device 00001192 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however this cannot be conclusively determined. Manufacturer's reference # (B)(4).